Event description:
It was reported that the patient experienced contracting muscles while treating with the spinal pak device. The contracting muscle resulted in enough pain that she had to take the device off. The patient rated the pain as an 8 on a scale of 1 to 10, with 10 being the highest. The patient¿s doctor told her to stop using the device and to return it. No additional information has been reported at this time.

Manufacturer narrative:
Corrections - b4: date of this report, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d7a, g1: contact office and manufacturer site, g3, g6: report type, h6: device code, h8 additional information - d9, h4: device manufacture date, h6: method, results, h10: additional narrative, h11. The spinalpak stimulator was received for evaluation. The DHR was reviewed in the product information section. All evaluation results are included in the product evaluation section. The failure was not confirmed for the reported condition of the "experienced pain". The unit was tested and the unit stopped beeping when the dummy load was entered. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a followup report will be sent.

Event description:
It was reported that the patient experienced contracting muscles while treating with the spinal pak device. The contracting muscle resulted in enough pain that she had to take the device off. The patient rated the pain as an 8 on a scale of 1 to 10, with 10 being the highest. The patient¿s doctor told her to stop using the device and to return it. No additional information has been reported at this time.

Event description:
It was reported that the patient experienced contracting muscles while treating with the spinal pak device. The contracting muscle resulted in enough pain that she had to take the device off. The patient rated the pain as an 8 on a scale of 1 to 10, with 10 being the highest. The patient¿s doctor told her to stop using the device and to return it. No additional information has been reported at this time.

Manufacturer narrative:
Corrections: d1: brand name, d2a: device common name, d3: manufacturer, d4: model number, g3: date received g4: PMA number, h5, h6 product and evaluation codes. Additional information - a patient information this follow-up report is being submitted to relay corrected information based on UDI related data quality updates only.